Manufacturer narrative:
Continuation of concomitant products: 20066 lead, implanted: (B)(6) 2015; 5076 lead, implanted: (B)(6) 2015. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying the time for device repl acement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a drop in estimated remaining longevity. The crt-d remains in use. No patient complications have been reported as a result of this event.